Event description:
The service report shows that while the co's customer support engineer (cse) was performing a preventative maintenance service on the device he discovered that the audible alarm was intermittent. The cse replaced the audible alarm assembly. The unit passed its performance tests. This report is not an admission by that this device caused or contributed to the event alleged in this report.